Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: a review of the pump black box data indicated a cs 052 alarm. The pump was powered on and shortly after power up, the pump emitted a 052 service alarm. The pump was opened, and there was damage found to the receiver flex. When the transceiver was removed, the pump powered on and the verification screen was displayed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.